Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the right atrial (ra) lead dislodged during placement of the left ventricular (lv) lead. The physician attempted to reposition the ra lead but the lumen became occluded and a stylet could not pass to the tip of the lead to allow positioning in in the atrium. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.